Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of below 60 mg/dl. Low bg cause was not known. Customer was provided with carbohydrates to address low bg. Customer was released from the ER with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.